Event description:
The reporter contacted animas on (B)(6) 2015 alleging a prime (loss of prime) issue. There was alleged adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved after troubleshooting efforts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-apr-2018 with the following findings: a review of the pump¿s black box showed that the data from the event date had been overwritten due to continued use of the pump. The current black box data showed one loss of prime warning (cs162) with low non-zero force on 21-mar-2018. During testing, the pump successfully completed the rewind, load cartridge, and prime steps and was exercised for 24 hours with no loss of prime occurring. The force sensor calibration was found to be within required specification. The pump performed within required specifications. The loss of prime issue was shown in the pump history but was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.